Event description:
It was reported that during a bowel resection procedure, the linear cutter misfired after four firings and additional bowel had to be removed. Procedure was completed with same like device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Swing tab detached/missing. The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload had the 5 most proximal drivers up and the swing tab was noted to be detached and missing, making the reload nonfunctional. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reach on what caused the swing tab to detach, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: stapler cut but did not staple. Yes, additional bowel was removed due to device malfunction. No patient consequence.